Event description:
It was reported to philips that the wireless foot switch (wfs) was unable to connect to the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnosis at the time of the reported event. The procedure was completed by using the wired footswitch. A philips field service engineer (fse) inspected the system on-site and identified that the light emitting diode (led) for the battery on the wireless foot switch (wfs) was flashing red and unable to establish a connection with the wfs base station. To resolve the reported issue, the fse replaced the wfs and the base station. The wireless footswitch (wfs) and wfs base station were returned to philips for further analysis. The analysis of wfs confirmed the battery and connection issue. Analysis of the base station did not confirm a failure; however, this is to be expected as this was replaced to ensure compatibility of the new wfs with the system and not due to failure. Following the replacement of wfs and wfs base station the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), before using the system, it should be checked that the wireless foot switch functions with the system and alternatively, a wired foot switch should be used. In this case, the procedure could be completed using the wired footswitch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.